Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported the patient experienced pain, underdose symptoms specifically increasing pain and sweating, and less than 50% therapy relief. The pump logs were checked. A critical alarm and motor stall occurred on (B)(6) 2015, at 12:07 and a "stopped pump period may exceed tube set" message occurred on (B)(6) 2015, at 12:07. There was no motor stall recovery noted. The pump was replaced. The patient was doing fine and receiving good therapy after the replacement. The pain issue was resolved. The pump was used to deliver sufentanyl.

Manufacturer narrative:
Analysis of the pump (sn (B)(4)) found there was a gear train anomaly that caused the stall due to gear wheel 3. The gear train anomaly was due to corrosion and/or wear and/or lubrication.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.